Manufacturer narrative:
H11: internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The shaft covering has heavy tool marks on it near the tip. The shaft covering near the tip is damaged and missing a small portion of its body, exposing the metal shaft below. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include pressing the shaft against rough or sharp surfaces or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference number: case- (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arcr surgery, the black coating of the shaft of one (1) werewolf flow 90 coblation wand, peeled off. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. Additional anesthesia was not required as consequence of the surgical prolongation. No further complications were reported.